Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had broken jaws. The procedure was aborted-no patient involvement with no reported injury. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: jaws were not stuck closed on tissue. There was no dislodged/unhinged jaw or grip tip sticking out. No material missing or detached from the instrument tip. There were no broken or frayed cables at the instrument wrist. No injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the internal inspection was performed and passed. An external inspection revealed the instrument has two severely bent grips, causing misalignment of the grip-tips. There was a 4.93mm offset at the tips. The molded insulator has detached from the instrument. Additionally, the instrument was found to have a broken molded insulator. The broken piece measures approximately 1.67mm x 0.86mm, confirming that a fragment detached from the instrument and was returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. The complaint regarding broken jaws was confirmed by failure analysis. The probable root cause of a broken molded insulator can be attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.